Manufacturer narrative:
Customer has not returned the device to the MFR for device eval. The device was reportedly discarded.

Event description:
User facility reports that the user sustained a needlestick after locking the needle into te safety device. No user treatment details were provided.